Event description:
A pig tail catheter was placed on pt's right side 4th intercostal space along the anterior axillary line using the cook medical fuhrman pleural/pneumopericardial drainage set. The needle was advanced approximately 1 cm into the pleural cavity and air aspiration was confirmed. The guidewire was also introduced through the needle without difficulty and the needle taken out. The md introduced the dilator through the guidewire to dilate the insertion site and advanced the catheter over the guidewire. After introducing the catheter about 1 cm, the md identified a tear in the catheter outside of the insertion site. The md attempted to pull back the catheter but a small portion of the catheter became detached and remained in the pt. A surgical md removed a portion of the retained catheter but some of the catheter remained. Additional info received on (B)(4) 2012. The form states that a portion remains in the pt; are there any future plans to remove it. Not that I am aware. Where in the pts' body is the segment. Chest. What is the pts' current status. Currently discharged from hospital.

Manufacturer narrative:
Expiration date unk as lot is unk. Material being left in pt is not labeled in the IFU. Tip separation is not labeled in the IFU. Unk as lot number is unk. One damaged catheter was returned to assist in this investigation. Visual inspection revealed the catheter shaft had separated at a distal side port and the shaft appeared slightly discolored. Two portion of the catheter were returned, however, the distal tip was not returned as it remains in the pt. The returned portions of the catheter were cracked/split near several of the sideports. The side ports are 100% verified to be cut clean. Additionally the distal tip of the catheter is 100% verified to be smooth and free of nicks or splits. The product label indicates that the device should be stored in a dark, dry, cool place without extended exposure to light. Product IFU states, "store in dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect to ensure no damage has occurred." Per change request effective on (B)(4) 2009, this product is now packaged in a sablock pouch to minimize uv light exposure (long term action of CAPA). A lot number was not provided so it is impossible to say whether this device was MFR before or after the implementation of the change request. However, based upon the appearance of the catheter and the failure type, it is believed to have been MFR before the implementation of the change request. It is probable that this failure was related to the device having extended exposure to light. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.